Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for inflator tip breakage because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The likely root cause is there was excessive pressure applied to the inflator that caused the tip to break. Review of the device history record DHR cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the nurse was deflating air from the tr band post angiogram. Order to begin air release at 1600. The writer went to deflate the tr band and the tip of the tr band syringe broke off into the tr band access point for removing air. Despite multiple attempts to remove the tip, two registered nurse's (rn's) were unsuccessful. Air deflated all at once however protocol was to deflate 1-2ml air every 15 minutes in order to prevent a hematoma. Manual pressure had to be applied. Impact of incident: site healthy with pinpoint blood to incision site. Manual pressure applied for ten minutes as per the doctor's orders and then pressure dressed and monitored. There were no signs of bleeding noted, site dry and intact without signs of hematoma, bruit or thrill. The estimated blood loss was less than 250cc. Terumo medical received a report from the canadian vigilance program on 23aug2023. The health canada reference number is (B)(4). The event description states: "nurse was deflating air from tr band post angiogram. Order to begin air release at 1600. Writer went to deflate band and the tip of the tr syringe broke off into the tr band access point for removing air. Despite multiple attempts to remove the tip, writer and rn buddy were unsuccessful. Air deflated all at once (protocol is to deflate 1-2ml air every 15 minutes in order to prevent a hematoma). Manual pressure had to be applied. This is concerning for future patients with angiograms as they would be at risk for developing bleeding/hematoma to the site."